Event description:
Lifecor customer support noticed quite a few "service code 6" flags on a recent download from a male patient. Support tried to contact patient, but there was no voice mail or answering machine. The patient contacted lifecor customer support in 2007, to end use because he had an ICD implanted four days later.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was not confirmed. The monitors response buttons worked correctly in service. The monitor's response buttons were replaced as a precaution. The monitor was retested and restocked. No adverse event resulted from the response button problem. The patient received a replacement monitor.